Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3: device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled ii. As it was stated the label was chipping off. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The initial reporter was in-house medical technician. The correction of b5 describe event and problem, d4 version or model, d4 catalog #, d4 serial #, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 16th june, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled ii. As it was stated the label was chipping off. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or duridng procedure may cause contamination. Corrected b5 describe event and problem: on 12th june, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled ii. As it was stated the label was chipping off. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Previous d4 version or model #: ard569202915. Corrected d4 version or model #: ardpwt229003a. Previous d4 catalog #: ard569202915. Corrected d4 catalog #: blank. Previous d4 serial #: (B)(6). Corrected d4 serial #: (B)(6). Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of our surgical lights ¿ powerled ii. As it was stated the label was chipping off. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was not being used for patient treatment or diagnosis when the event took place. The most probable root cause of torn label is an excessive friction during cleaning. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 12th june, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled ii. As it was stated the label was chipping off. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.